Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient family member that the patient's cardiac resynchronization therapy pacemaker (crt-p) system was explanted and replace due to a "staph infection." The patient family member also stated that the crt-p "came out of the chest" and was "showing silver at the bottom near the skin." No further patient complications have been reported as a result of this event.